Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable. Additionally, the insulation was found pulled out at the end that attached to the yaw pulley. Visual inspection displayed signs of physical damage. The wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed the electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument released energy normally. No arcing was observed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported during the da vinci thymectomy surgical procedure, the fenestrated bipolar forceps had frayed cable. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information that the instrument was inspected prior to use and there was no damage noted and there was no functional issue observed on the instrument during last procedure usage. The instrument did not collide with any other instruments. The problem was noted when the instrument was retracting tissue. There were no signs of arcing observed during the procedure because the surgeon did not use the fenestrated bipolar for cautery and the blue cord was not attached.